Manufacturer narrative:
The customer provided a photograph of the reported product .inspection of the photograph indicates that the female luer of the 30207e set was connected to the male luer of the connecting product at the y-site back check valve line. A review of the returned photograph did not identify any obvious manufacturing defects which may have resulted in the reported leakage. No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leak was observed from one of the female luers connection during use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.